Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be a kink in the tubing or the upstream occlusion (uso) sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an upstream occlusion alarm. Patient stated medication spike is fully inserted into bag, and no obvious kinks present in tubing. Disposable was removed, massaged, and then reattached. The tubing was then unclamped, batteries replaced back in device and device was powered on, but the alarm persists. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.